Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to infection. No new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to infection. No new device was implanted. No additional adverse patient effects were reported. Additional information revealed that this insertable cardiac monitor (icm) was not explanted due to infection but rather it migrated out of the insertion site. The icm will not returned. No additional adverse patient effects were reported.